Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA voluntary report mw5070365 with the following event description: ceramic covering of distal tip of robotic cautery spatula has very tiny chip off of it. There is no additional information provided in mw5070365 than what was initially reported. Based on this information the complaint will remain reportable due to the following conclusion: at this time, the location of the instrument fragment is unknown. In addition, it is unknown if the instrument fragment actually fell inside the patient and/or if it was retained inside the patient.

Manufacturer narrative:
The permanent cautery spatula instrument involved with this event has been returned and evaluated. Failure analysis was able to confirm the customer reported complaint. The ceramic sleeve of the instrument was found to be broken and missing a piece measuring approximately 0.071 x 0.095. The missing piece was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017 (the date the instrument was last used). No related system errors were found to have occurred during the surgical procedure. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during central processing it was discovered that a fragment near the shaft of the permanent cautery spatula instrument was missing. Failure analysis confirmed that the instrument was missing a fragment. Based on the evaluation of the permanent cautery spatula instrument, there is no indication that a malfunction of the instrument occurred. At this time, the location of the instrument fragment is unknown. In addition, it is unknown if the instrument fragment actually fell inside the patient and/or if it was retained inside the patient.

Event description:
It was reported that during central reprocessing, after completion of da vinci-assisted surgical procedure, it was noted that the ceramic covering near the shaft of the permanent cautery spatula instrument was missing. On 06/13/2017, intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator and she stated the following: it is unknown if the missing fragment, identified during central processing, fell inside the patient during the previous surgical procedure. The robotics coordinator stated that the missing piece was so small that it would have been hard to see it break off inside the patient. The robotics coordinator stated that the surgical technician confirmed that they did not inspect the instruments prior to use. However, she stated their central processing staff is very diligent with inspections. She also confirmed that there was no video recording of the surgical procedure. On 6/27/2017 an operating room (or) nurse confirmed that upon additional follow up with the surgeon that used the instrument prior to sending it to central processing it was reported that 'nothing out of the ordinary' happened during the surgical procedure. The instrument has not been used since that procedure and there were 'no ramifications' reported since then.